Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015. It was reported that during the surgery, the surgeon noted a mesh granuloma and extensive fluid and adhesions. The surgeon removed the mesh granuloma, excised the mesh, resected a portion of the small bowel and repaired the recurrent hernia primarily. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/1/2022. Additional b5 narrative: it was reported that the patient experienced pain, and bowel obstruction.

Manufacturer narrative:
Date sent to the FDA: 11/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.